Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3, g3: corrected data. Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The patient was admitted on (B)(6)2019 with driveline infection. The patient complained of worsening driveline infection over the past month with increased drainage, pain, and foul odor despite treatment with oral antibiotics. The patient underwent an incision and drainage procedure on (B)(6)2019 . The patient was treated with intravenous (IV) oxacillin through(B)(6)2019 . The patient then started suppressive treatment with doxycycline twice daily.

Manufacturer narrative:
User facility report: (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented as a recent transfer of care from another hospital with (B)(6) and proteus driveline infection requiring surgical incision and drainage (I&d), vacuum dressing, and intravenous (IV) antibiotics. Following the IV antibiotic course, the patient required chronic oral antibiotic suppression. The patient had a history of chronic obstructive pulmonary disease (copd) and hypertension, and was morbidly obese.